Manufacturer narrative:
Device evaluation: analysis of the returned device identified opening on anterior, wear abrasion, white particles in the shell and underweight. A visual and microscopic analysis was performed which identified: striated opening and crease fold. Base on the device analysis the final assessment is: a striated opening assessed as a surgical damage consistent in the use of some surgical tool.

Event description:
Patient reported right side capsular contracture, baker grade unknown, "pain", "allergic reaction", "hives", and "feeling sick". Healthcare professional additionally reported "patient concern with the product" and confirmed capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/jan/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported right side capsular contracture, baker grade unknown, "pain", "allergic reaction", "hives", and "feeling sick". Healthcare professional additionally reported "patient concern with the product" and confirmed capsular contracture, baker grade iii. Device has been explanted.